Manufacturer narrative:
(B) (4): damaged device.

Event description:
Customer alleged a welch allyn laryngoscope blade was processed in a sterrad 100nx sterilizer and was damaged. After reading the IFU, it was determined that the specific laryngoscope blade was not sterrad compatible. There are no reports of patient injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a device history review, service history review, complaint trending by problem code, and system hazard and user misuse analysis. The DHR for this aer unit was reviewed and no issues were noted. The service history showed this was the only "damage to customer device" complaint for this sterrad unit as of 12/21/2010. An fse (field service engineer) traveled to the customer's site on (B)(4) 2010 to perform a planned maintenance (pm). Upon arrival, the fse found the unit functioning properly. The customer did not request any service order related to this incident. The sterrad 100nx dpmo (defects per million opportunities) with the problem code damage to customer device, over the last 12 months (12/2009 to 11/2010) showed that there was no increasing dpmo trend. The dpmos were well below the ucl (upper control limit). Per the sterrad 100nx shuma (system hazard and user misuse analysis), the highest initial risk number is a 4 for the hazard category, "load contents damaged by process," which includes "damage to customer devices." A score of 4 resides in the "broadly acceptable risk" category. Thus, the risk of this issue is acceptable. The damaged device was not returned to asp. The device was not listed in the asp sterrad sterility guide for the sterrad 100nx as of (B)(4) 2010 and is not recommended for the sterrad. Per the asp fse, it appears that the customer determined incompatibility in sterrad by the blade manufacturer's ifus. In a follow-up, the customer confirmed that they no longer process welch allyn fiber optic laryngoscope blades in the sterrad. Instead, they hand wash and steam the blades. The root cause is due to the customer not following the blade manufacturer's processing instructions.